Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient mentioned they were not getting the same results of pain relief from when they had the trial to now with the implant. Patient mentioned they noticed the pain around the end last year. Patient mentioned they were getting 90% pain relief from their neuropathy, back pain and leg pain with the trial, but now are getting 40% pain relief. Agent asked clarifying question and patient answered they were able to adjust therapy. Patient mentioned they feel stimulation and the stimulation does not feel like a jolt like it would with the tens unit even when they increased intensity to 5. Patient mentioned they see their healthcare provider (hcp) every month and are on pain medications. Agent provided national answering service (nas) number and reviewed role of manufacturer representative (rep). Patient was redirected to their hcp to further address the issue. Patient mentioned last year their tongue went numb and had sharp shoulder pain to which their hcp advised patient to go to the ER that they might be having a stroke. Patient mentioned ER confirmed no stroke, but thinks it's their device. Additional information was received regarding the implantable neurostimulator (ins). The system was explanted.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.